Event description:
It was reported that insulin gauge on pump displayed amount different than expected and that fill estimate showed 55 units and remained static even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured pressures used to calculate remaining insulin and informed that fill estimate would resume counting down once actual insulin amount matched static number, and caller understood and acknowledged this explanation.